Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that they could not secure the cutter on the device and that there was also intermittent operation of the device. It was reported that the device was not used in surgery. It is unk if medical intervention occurred. No add'l info available.